Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system displayed a lead safety switch (lss) due to an out of range pacing impedance measurement on the right ventricular (rv) channel. Additionally, intermittent capture was observed. A revision procedure was performed and the associated rv lead was removed from service and replaced. No additional adverse patient effects were reported.